Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented prior to a CT scan, oversensing and loss of capture were observed. The issues have been resolved. The patient is stable and will continue to be monitored.